Event description:
Patient enrolled into the create pas trial. Major ischemic stroke reported, a CT of the head was performed, showing right middle cerebral stroke. Patient recovered with sequelae.

Manufacturer narrative:
Please reference MDR 2183870-2009-00039 for the spiderfx used in this procedure.